Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and from a manufacturer representative (rep)regarding a patient implanted with a neurostimulator. It was reported that the controller screen displayed a settings not available message. The patient couldn't increase stimulation as screen #59 appeared when the patient attempted to increase. The patient's programming was reported: program a1 with positive polarity on electrodes 3, 9, 14, and 15 and negative polarity on electrodes 4 and 10, 0.0 milliamperes (ma) intensity, 360 microseconds (mcs) pulse width, and 60 hertz (hz) rate, program a2 with positive polarity on electrodes 3, 9, 10, and 15 and negative polarity on electrode 4, 0.0 ma intensity, 360 mcs pulsewidth, and 60 hz rate, program a3 with positive polarity on electrode 3, 9, and 10 and negative polarity on electrodes 4 and 15, 0.0 ma intensity, 360 mcs pulsewidth, and 60 hz rate, and program a4 with positive polarity on electrodes 9, and 14 and negative polarity on electrodes 4, 10, and 15, 3.8 ma intensity, 360 mcs pulsewidth, and 60 hz rate. Electrode impedance results for the electrodes used in programming were high for electrodes 11 (40000 ohms), and 14 (14040 ohms) when electrode 3 was the reference, electrodes 4, 9, 10, and 15 (14340 ohms, 18710 ohms, 18910 ohms, and 19060 ohms respectively) when electrode 14 was used as the reference, electrode 14 (14340 ohms) when electrode 4 was used as the reference, and electrode 14 (18710 ohms) when electrode 9 was used as the reference. Other provided impedance results were within normal limits, ranging from 710 ohms to 850 ohms. It was suggested to reprogram and eliminate electrode 4 and 14. After reprogramming, the patient was able to increase stimulation and settings not available did not appear. No symptoms were reported. It was noted that the patient first reported this event to the rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the rep. The implant date of the neurostimulator was provided.